Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the unit could not be cleared of e stop. Found the dongle to be loose. The standoff on the right side had come loose. Tightened the screw, which cleared e-stop. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system dongle was damaged and would not remain seated. This caused the system to enter e-stop, which could not be cleared. There was no patient present when this issue was identified.